Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01445. This report is being submitted as additional information. Approximate age of device - 4 years, 9 months. This complaint is a duplicate of MFR. Report # 2916596-2018-04392. The device was returned and evaluated under that report. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient received a pump exchange on (B)(6) 2018 due to thrombosis. Additional information has been requested but has not been provided.